Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that stopper did not work when the surgeon used the perforator. The complaint detail will be provided by the hospital. The product will returned to your site.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation a followup report will be submitted.

Manufacturer narrative:
Updated UDI :(B)(4). The device was returned for evaluation. The perforator was visually inspected. No anomalies were observed. Functional testing of the device was then performed. A series of hole were drilled without issue. The perforator performed as intended. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.